Event description:
The complaint is reported as: "there is air inside introduction syringe during suction." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars), introducer needle, and lidstock for analysis. Signs of use were observed on the ars. Visual examination of the ars and introducer needle did not reveal any defects or anomalies. After failing functional testing, the ars handle was opened to analyze the internal bi-valves. No defects were observed on the internal bi-valves. The introducer needle was functionally tested with the returned ars per the instructions for use (IFU) provided with this kit, which states, "insert introducer needle with attached arrow raulerson syringe (where provided) into vein and aspirate". The ars was unable to consistently withdraw and aspirate water with and without the introducer needle attached. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not consistently snap back into a position = 1cc from the starting position. Therefore, it was suspected that the internal valves of the ars were not functioning as intended. The plunger body was cut open to analyze the internal valves. No defects were observed. As no visual defects were observed, the complaint sample was sent to the manufacturing site for additional visual/dimensional analysis. They did not observe any relevant defects with the ars. A device history record was performed with no relevant findings to suggest a manufacturing related issue. The issue of ars leaking was confirmed during functional testing of the returned sample. The ars was unable to consistently draw and aspirate water with and without an introducer needle attached. A device history record review was performed, and no relevant findings were identified. Based on the customer report , the sample received, and the comments from manufacturing, the root cause of the issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "there is air inside introduction syringe during suction." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there is air inside introduction syringe during suction." No patient harm reported. The device was replaced. The patient's condition is reported as fine.